Manufacturer narrative:
The following literature publication was reviewed: ¿outcomes of four-point suture fixated and two-point sutureless posterior chamber iols combined with pars plana vitrectomy¿ zyablitskaya et al. Bmc ophthalmology (2022) 22:57 https://doi.org/10.1186/s12886-022-02290-5. Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. Dates of the events were requested, but not provided, therefore the date the article was published, february 5, 2022 will be used. Device evaluated by MFR: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. (B)(4). The gore-tex® suture instructions for use (IFU) states: contraindications: this device is contraindicated for use in ophthalmic surgery, microsurgery, and peripheral neural tissue. Warnings: the safety and effectiveness of this suture in peripheral neural, microsurgical and ophthalmic applications has not been established. Tissue invasion of the gore-tex® suture can result in attachment of the suture to the tissue it penetrates. Such attachment may make removal of the gore-tex® suture difficult. Possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.

Event description:
The following literature publication was reviewed: ¿outcomes of four-point suture fixated and two-point sutureless posterior chamber iols combined with pars plana vitrectomy.¿ the article was published february 5, 2022. In preparation for the ak lens implantation, 8¿0 gore-tex® suture are passed through paired eyelets on each side of the lens. A total of 31 eyes of 30 patients (15 females, 15 males) were evaluated. The mean age was 68 ± 19.6 years, ranging from 21 to 95 years. One eye with gore-tex suture erosion after implantation of the ak. This patient underwent a re-operation with suture repositioning subsequently with no further complications.